Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump experienced intermittent pump jams. The user also reported the tubing appeared to be moving in the clamp mechanism causing the pump to jam after several revolutions. The device was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.